Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor tested outside of device and passed. Minor scratches to lcd window, cracked case near lcd window corner, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address serial number label and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).